Event description:
It wasreported that the internal neurostimulator (ins) was implanted after use before date.

Manufacturer narrative:
Product ID neu_unknown_ext, product type extension; product ID 3387s-40, lot# v539902, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v539902, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v539902, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot# v539902, implanted: (B)(6) 2011, product type lead. (B)(4).